Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 15july2019. Troubleshooting with the customer the pse verified the v60 was setup correctly for the test. Verified the certifier was setup correctly. The device screen shows the flow the test calls for but the certifier indicates the flow is out of spec. 10 = 13 and 120 =133. The pse provided the customer the pn for the flow sensor module. The pse sent customer rev g service manual and asked him to perform the test again. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing test 5 air flow accuracy test. The device was not being used for treatment when the reported event occurred.